Event description:
The customer reported the system displayed a kv overload fault error message, thereby shutting down without command. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was repaired. The system was then found to be operating as intended.